Event description:
The customer reported a non-reproducible, elevated troponin I (access accutni+3) result for one (1) patient on the access 2 portion of the unicel dxc 600i synchron access clinical system ((B)(4)). The customer reanalyzed the patient's sample on the original access 2 portion of the unicel dxc 600i synchron access clinical system and obtained negative results. On (B)(6) 2015, during the same shift, the same sample was reanalyzed again on the same instrument and generated a lower result within the normal reference range. The customer stated the elevated troponin I (access accutni+3) result was reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer noted quality control (qc), calibration and system check were performing within specifications. The patient sample was collected in a serum tube. The sample was centrifuged at 3,000 rpm (revolutions per minute) for ten (10) minutes at 25 degrees celcius.

Manufacturer narrative:
The patient was born in 1962. The customer did not supply the exact date of birth or weight for the patient in this event. Service was not dispatched. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.